Event description:
It was reported that upon impacting the trial handle assembly, during an l2-l3 procedure, a piece of metal fell out of the connection point and the connection will no longer accept an instrument. The procedure was successfully completed and all fragments were retrieved. There were no adverse health consequences to the patient.

Manufacturer narrative:
Lot #: 134822. The customer reported event was confirmed via visual inspection. The device was inspected and sign of usage and impaction on the handle end were observed. It's confirmed that one of the handle tulips fractured. The fragment was not returned. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be approximately 4 years old. A most likely root cause of the event is normal wear and tear. The stryker instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. The life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order.

Event description:
It was reported that upon impacting the trial handle assembly, during an l2-l3 procedure, a piece of metal fell out of the connection point and the connection will no longer accept an instrument. The procedure was successfully completed and all fragments were retrieved. There were no adverse health consequences to the patient.